Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer reverted to an alternate method of insulin therapy.